Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided information for a pump reset and guided the caller through the process, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.